Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The target lesion was in stent restenosis of a non bsc stent. The lesion was 75% stenosed and located in the non-calcified and moderately tortuous mid right coronary artery. The nc quantum apex mr 12mm x 3.25mm balloon crossed the lesion. On the first inflation the balloon was inflated to fourteen atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).